Event description:
Complainant alleged that while attending to a pt (age & gender unk), the device gave a "no shock advised" prompt for what clinicians believed was a shockable rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.